Event description:
Patient with history of may thurner syndrome status post iliac stenting 2011 with subsequent occlusion. Patient presents with leg swelling. Patient in ir for venous lysis initiation. Near the conclusion of the case, a decision was made to perform catheter directed lysis in the popliteal, femoral and common femoral veins. The 55 cm 6 french sheath was exchanged for the short 6 french sheath over a wire. A 90 cm, 50 cm treatment length ekos catheter was placed through the 6 french sheath and advanced over a wire to the level of the caudal aspect of the iliac stents. The catheter ports were prepped, the guidewire was removed and the ultrasound filament was placed through the catheter. The catheter was connected to the ekos unit and lytic infusion was initiated. At this point a final check revealed that the ekos catheter was warm to the touch, a finding that is unusual as these catheters do not usually heat up, and the catheter was deemed to be defective. It was removed and saved for investigation. An identical catheter was placed and found to be suitable. The patient was taken to recovery.